Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the patient experienced dizziness, lightheadedness and was near syncope. During a lead revision procedure, noise continued to be noticed after a new lead was inserted. The device was explanted and replaced.